Manufacturer narrative:
The customer of the advia centaur xp instrument called the siemens customer care center (ccc) to report a discordant falsely elevated troponin patient result. A customer service engineer (cse) was dispatched to the customer site by the ccc. The cse performed a total service call and no issues were found. The cse performed a precision run with qc level 1 and level 3 and all results were in range. The hsc (headquarter support center) evaluated the complaint, and service report, and determined that cse performed the appropriate actions. Troponin is a very low relative light units (rlu) result range. Any change in the quality of the wash performance or the sample preparation can create enough change to cause a discordant result. The cause of the discordant falsely elevated troponin result is unknown. The cse has ensured the instrument is fully operational and the customer satisfied. No further evaluation of this device is required.

Event description:
A discordant falsely elevated troponin patient result was obtained on the advia centaur xp instrument. The initial result was reported out to the physician(s) and the result was questioned. The physician stated that an EKG was performed on the patient. Repeat testing of the same patient sample was performed on (B)(6) 2018, and a new draw of the patient sample underwent repeat testing on (B)(6) 2018. Repeat testing performed on the same instrument and a corrected report was issued. There are no known reports of additional patient intervention or adverse health consequences due to the troponin discordant patient result.